Event description:
It was reported that when the asymptomatic patient presented via a merlin@home transmission, post-paced t-wave oversensing on the ventricular channel was noted on a stored egm. Programming changes were recommended.